Event description:
It was reported that the right ventricular lead triggered an alert due to oversensing noise. The noise was able to be reproduced with pocket manipulation and with the patient bending over. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert (lia) were met. Lia triggered on (B)(6) 2013 due to meeting the conditions for non-sustained tachycardia and ventricular sensing integrity counter (sic). Analysis of the device memory indicated oversensing due to non-physiologic signals/sic. Of the (B)(4) lifetime sic counts, (B)(4) occurred since (B)(6) 2013. Ten non-sustained tachycardia episodes of less then (B)(4) ms cycle length were recorded between (B)(6) 2013 and (B)(6) 2013.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: d224trk implantable cardioverter defibrillator 2010-(B)(6); 4076 implantable pacing lead 2010-(B)(6); 4195 implantable pacing lead 2010-(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.